Event description:
It was reported three patients experienced infection after a cystoscopy procedure was performed. Two patients tested positive for klebsiella urinary tract infection and one patient was positive for citrobacter amalonaticus. The patients were treated with antibiotics and the infections subsided. There were no further reports of patient harm. The customer reports following "normal protocol" for sterilization of the device. This report is related to the following linked patient identifiers: (B)(6).

Event description:
This supplemental report is being submitted to provide additional information that was received from the customer. The customer provided patient specific information and reported the patient underwent a cystoscopy on (B)(6) 2024. Symptom onset occurred on (B)(6) 2024, in which the patient complained of burning with voiding. A urine culture identified citrobacter infection. The patient was treated with intravenous (IV) ertapenem. The patient had since healed. Updated fields: a2, a3a, a4, a5, b3, b5, f9, f10.